Event description:
It was reported that during a therapeutic obtryx mesh slin procedure the small dilator tip with loop detached inside the pt. The dr was not able to find the tip easily, due to the pt's large size s0 he chose to leave it in the pt, knowing that the materials were biocompatible with human tissue, and informed the pt, after the procedure. The pt has had no complications and is content.